Event description:
A surgeon reported that a yag laser was ineffective in providing relief of symptoms of secondary cataract. Small holes could be made in the capsule, but it would not tear. The relationship of the reported events with the intraocular lens is not known.

Event description:
Add'l info provided by the user facility stated the pt had yag laser procedure on 02/15/2000 and 02/29/2000.